Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader.  Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Molex was dislodged from the sensor and antenna leg was detached on one leg. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Sensor was placed into the libre 3 fr4 pcba test fixture to perform smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly however smu test failed. Sensor thermistor testing and poise voltage test were performed but poise voltage test results were not within specification. An extended investigation has been performed on the returned de-cased sensor and observed that antenna and molex connector was removed from the pcba (printed circuit board assembly). Attempted to extract data however antenna and molex connector was disconnected from the pcba. The returned battery voltage was measured to be within specification range. The returned sensor was de-cased and visual inspection was performed on the returned sensor¿s pcba (printed circuit board assembly and observed that the antenna and molex connector was damaged. Unable to re-soldered/repaired due to the solder pads coming away from the pcba. Unable to communicate due to damage antenna. Unable to perform smu (source measurement unit) testing without the molex connector connected. Therefore no further investigation can be conducted for this particular complaint. This issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.